Event description:
A report was received that during a trial lead pull, the lead broke, leaving seven contacts in the patient's subcutaneous area. The patient underwent a procedure wherein the physician removed the seven contacts.

Event description:
A report was received that during a trial lead pull, the lead broke, leaving seven contacts in the patient's subcutaneous area. The patient underwent a procedure wherein the physician removed the seven contacts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Manufacturer narrative:
Additional information was received that the physician clarified that all contacts were removed. Numerous x-rays were performed to ensure all parts of the lead were removed. The patient attended the radiology department, the day after the lead breakage, and the radiologist attempted to remove the lead. The physician feels that this is where the missing contact is. It was requested that all parts of the lead including the contacts be returned. The radiology department discarded the contacts.

Manufacturer narrative:
Additional information was received that the device analysis indicated that electrode #7 was not returned. It is not known if the missing contact was left inside the patient. Sc-2316-50e s/n (B)(4): device evaluation indicated that the lead passed visual test performed, and no parts of it were missing. Sc-2316-50e s/n (B)(4): visual inspection revealed distal electrode #7 was not returned. The tip containing distal electrodes from #1-#6 were completely severed from the rest of the lead containing electrodes #8-#16. Cables are exposed at the fractured portion of the distal end. The root cause of the damage is unknown.

Event description:
A report was received that during a trial lead pull, the lead broke, leaving seven contacts in the patient's subcutaneous area. The patient underwent a procedure wherein the physician removed the seven contacts.